Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('on the right side, essure is not right') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bumps at the end of essure" and device use issue "possibly two feathers on one side". The patient's previously administered products included for contraception: oral contraceptive. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("immediately felt pain after insertion") and complication of device insertion ("3 attempts were done to insert essure"). The patient was treated with surgery (attempt was done to remove essure, fallopian tubes were removed). Essure was removed. At the time of the report, the device dislocation, procedural pain and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device dislocation and procedural pain with essure. The reporter commented: patient wanted to remain anonymous. Photo taken in hospital, which shows insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('on the right side, essure is not right') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bumps at the end of essure" and device use issue "possibly two feathers on one side". The patient's previously administered products included for contraception: oral contraceptive. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural pain ("immediately felt pain after insertion") and complication of device insertion ("3 attempts were done to insert essure"). The patient was treated with surgery (attempt was done to remove essure, fallopian tubes were removed). Essure was removed. At the time of the report, the device dislocation, procedural pain and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device dislocation and procedural pain with essure. The reporter commented: patient wanted to remain anonymous. Photo taken in hospital, which shows insertion. Further company follow-up with the consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.